Event description:
The device was used during an esophagus procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/14/1998-supplemental report #1 sent to FDA. Although the reported condition has been confirmed, the exact cause of the difficulty could not be reliably determined.